Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar fusion surgical procedure the motor device was not working when is used with the console device. According to the report, the device was tested prior to the surgical procedure, and worked properly. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter did not know the post-operative condition of the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.